Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. It was believed that the original placement of the ipg was causing the patient pain due to the device being superficial and the patient being thin. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was having pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.